Event description:
During a cti procedure, there was a procedural delay. The catheter was inserted and advanced to the right atrium, but the second electrode appeared distorted on ensite. There was also noise on the ECG for the ensite and workmate claris recording system. The cable was changed with no resolution. The catheter was replaced but the same issue occurred. The ampere generator was changed with no resolution. The catheter was switched to a non-abbott one (farapoint) and the procedure was completed with no adverse consequences to the patient.